Event description:
It was reported that during the implant attempt, the helix mechanism was "too tight". The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the full lead was returned and analyzed. No anomalies were found. The lead conductor was not obstructed. There was blood on the proximal conductor. There was also blood on the distal end of the lead. It was noted the lead was stretched and damaged at implant. (B)(4).